Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09842. It was reported that the patient presented for a clinic check. It was noted that the right ventricular lead exhibited sensing issue, noted to be myopotentials. The right atrial lead exhibited noise oversensing causing inappropriate mode switch. Programming changes were made. The patient was fine with no adverse consequences.